Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site brought another functional system to continue. After taking 2 spins during the case, the system became unresponsive. They rebooted the system and able to take further spins. Site saw flashing pink battery lights. It was resolved on reboot but site was requesting a system checkout. There was no patient involvement.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Codes b01, c20 <(>&<)> d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test system. Replaced tray 2 battery to resolve complaint. Performed system checkout. System was functional and returned to customer for use. B01,c02,d02 codes applicable. Replaced tray 2 battery to resolve complaint. Performed system checkout per asm. System is functional and returned to customer for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.